Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, and per the physician, the reported recurrent mitral valve insufficiency/regurgitation (mr) was due to new pathology with a posterior leaflet flail. The physician suggested that a new flail of disease progression might have occurred after the initial procedure. Therefore, the reported recurrent mr is due to patient conditions. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. On (B)(6) 2022, one mitraclip xtw was implanted and the mr was reduced to grade less than 1. On (B)(6) 2022, the mr was recurrent at grade 3+ (moderate-severe), and no disease mechanism was noted in the discharge report. On (B)(6) 2024, the patient returned with recurrent grade 4 mr. The clip remained stable and well seated. A second clip intervention was performed. One clip was placed medial to the original xtw. The mr was reduced to grade less than 1. Per the physician, the recurrent mr was due to new pathology with a posterior leaflet flail. The physician suggested that a new flail of disease progression might have occurred after the initial procedure.